Manufacturer narrative:
Information regarding age and weight were not available. Concomitant medical products: a stryker sl10 microcatheter was used during the procedure. (B)(4). Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the coil and microcatheter, as well as the prescore rupture, could not be confirmed without product return for analysis. The root cause of the events could not be conclusively determined; however, blood within the non-codman microcatheter that flowed into the introducer may have contributed to the events. The IFU states that a continuous flush should be maintained through the microcatheter. There is no evidence the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint with associated reference numbers of 2954740-2015-00229 and 3008264254-2015-00068. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during coil embolization of a subarachnoid hemorrhage at the anterior communicating artery, it was reported that there was resistance resulting in loss of target position when entering the presidio (pc410051730/c34192) and a galaxy fill coil (640cf0510/17186584) into the sl10 microcatheter, and the sheaths split open and the dpus were exposed. When attempting to insert the introducers into the microcatheter, blood flowed from the microcatheter into the introducer. The microcatheter was replaced with another microcatheter (model unknown) because the physician suspected that there may be thrombus at the hub of the microcatheter that might have had caused the trouble. The coil was replaced with another galaxy coil and the procedure was completed without further issues or delay. There were no patient injury/complications or clinically significant delay in the procedure. The actual coils did not appear damaged. The complaint products were new and stored per labeling instructions. Excessive force had not been applied to the devices. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complaint products were discarded by the customer. No further information is available.